Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: underweight, an opening on radius. A microscopic analysis was performed which identified: a striated opening on radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage.